Manufacturer narrative:
(B)(6). (B)(4). Investigation / evaluation: during the course of investigation, a dimensional verification along with a review of the drawing., manufacturing instructions, quality control, trends and a visual inspection of the returned, used and damaged device was conducted. The integrity of this product is verified throughout the manufacturing process and again, prior to shipping. Upon visual inspection of the returned complaint device, it was found that the edges of the flare had rolled outwards along the sheath tubing. Based on this observation, it is feasible to suggest that the flare size was inadequate. This could be due to improper heating and/or cooling during the flaring manufacturing process. The root cause was determined to be manufacturing / operator related. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no further risk reduction is required.

Event description:
It was reported that during a fistulagram procedure, the sheath completely detached from the hub while a balloon was being removed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
It was reported that during a fistulogram procedure, the sheath completely detached from the hub while a balloon was being removed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.